Manufacturer narrative:
Lot number - potential lot numbers: 0000151750, 0000134135, 0000134136, and 0000134137. Expiration date - potential expiration date: 31-jan-2023, 22-nov-2022, 30-nov-2022, and 30-nov-2022. Manufacture date - potential manufacturing date: 22-feb-2022, 14-dec-2021, 14-dec-2021, and 15-dec-2021. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on the 6th of june, the patient underwent percutaneous coronary intervention (pci) via right leg puncture. The patient's primary disease was lower limbs vascular occlusion. An angiography of the puncture site showed no stenosis, but severe calcification. After the pci was completed, a perclose (abbot) device was used for hemostasis; however, a cuff miss occurred and a second perclose device was used, which also resulted in a cuff miss. The physician had no choice but to reinsert a guidewire and used the involved angio-seal device for hemostasis. The hemostasis procedure was completed; however, the bleeding did not stop, and a surgical procedure was considered. After manual compression was applied for 15 to 20 minutes, the bleeding was confirmed to have stopped, and the procedure was successfully completed. On the 24th of june, the patient underwent pic via left leg puncture. After the pci, an angiography was performed on the contralateral side, and it was confirmed that there was vessel occlusion where the angio-seal device was used. Blood flow in the collateral vessel was flowing to the distal side of the superficial femoral artery (sfa). Then endovascular therapy (evt) was performed, and the guidewire was crossed. Intravascular ultrasound (ivus) was performed, and the images showed a thrombus or collagen-like substance. There was an angiogram performed to diagnose the vascular insufficiency. There was obstruction to the blood flow. The physician determined to perform a surgical procedure. On july 8, a dissection was performed by the cardiovascular surgery department. The collagen was removed, and the surgery was successfully completed. The patient was in serious condition but was recovering. The physician commented that the angio-seal device was clearly related to the incident. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters. The event occurred post- treatment. No equipment or other device were used with the involved product. Additional information was received on 14 jul 2022: the estimated blood loss was confirmed to be unknown. The patient was stable and will be discharged. Hemostasis was successfully achieved by the angio-seal device and manual compression. The patient required medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).